Event description:
It was reported the tip of the distal end of the electrosurgical knife fell off into the patient's stomach during a therapeutic endoscopic submucosal dissection (esd) procedure. The tip was retrieved from the patient and the procedure was completed without delay with a back-up device. It was reported there was no patient injury and no further reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. The tip did not detach due to adhesive failure. Instead, the cutting knife broke, causing the broken knife and tip to fall into the patient's stomach. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following reasons may have led to the malfunction: 1. A spark discharge between the tissue and cutting knife occurred during output activation due to output setting for activation was too high, the electrosurgical unit was used in the coagulation mode, or the output activation time was too long; 2. The discharge applied high localized heat to the cutting knife, causing the base of the cutting knife to melt and become thin, decreasing the strength of the knife; or 3. During tissue incision, a load was applied to the cutting knife with reduced strength, which may have caused the knife to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the lot number and device manufacture date. Updated fields: d4 and h4.